Manufacturer narrative:
The device was received from the field with battery voltage at end of life (eol). The device could not establish telemetry and the device image could not be saved. The device was cut open and high current drain on the hybrid was noted. Further analysis was performed which revealed an integrated circuit (ic) was found to be the root cause of high current drain.

Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated using bluetooth low energy (ble) telemetry and was unable to receive a magnet response. The device was explanted and replaced to resolve the event. The patient was in stable condition.